Manufacturer narrative:
The field service engineer found there were dirty fluidic paths that were affecting system performance. He cleaned the valve and replaced both the heat cut filter and the sample probe. He verified the repair by completing operational and mechanical checks. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The regent lot number was 894309. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of analyzer alarms and questionable results from the cobas c 503 analytical unit. Patient a initial calcium gen.2 result was 7.47 mg/dl, and the repeat result was 9.44 mg/dl. Patient b initial calcium result was 1.98 mg/dl, and the repeat result was 7.65 mg/dl. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.